Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. It was requested by FDA medwatch program department on 15-jan-2021 to re-submit this form 3500a as there was no record of the initial report submission in the emdr system. The information contained in this initial report was correct at the time it was originally submitted on 10-feb-2017.

Event description:
The customer reported that fields c and d add up to 250 cgy and rx is set to 200 cgy daily. They are not getting the warning fx dose mismatch when they treat in mosaiq. Based on the available information there has been no actual mistreatment.